Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen and that effect on the visibility. The blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had sunlight effect and the insulin pump had multiple rewinds per prime. The customer stated that insulin pump had leak and the buttons are faded. The customer stated that the insulin pump had scratches on the screen. The device will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. No missing segment/partial display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or rewind anomaly noted during testing. Device had minor scratched lcd window. (B)(4).